Manufacturer narrative:
The investigation determined that results from a patient sample obtained from a vitros 350 chemistry analyzer were associated with an incorrect patient. The root cause of this event is user error. The customer had configured the laboratory information system to truncate the sample ID prior to sending the sample order to the vitros system. The truncated sid is then misassociated with a previous programmed sample program for an alternate patient that was not processed to completion or deleted prior to reuse. The vitros 350 chemistry system did not malfunction. The customer service center (csc) reviewed information contained in the ¿sample ID reuse¿ section of the vitros 350/250 chemistry system operator's manual on page 7-7 which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. In addition, the csc assisted the customer in deleting old pending sample programs on their vitros 350 chemistry system.

Event description:
The customer reported that results from a patient sample obtained from a vitros 350 chemistry analyzer were associated with an incorrect patient. The customer identified the discrepancy, and no misassociated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).